Event description:
Technician was performing preventive maintenance when he discovered "no operation on siderails at all" there were no reported injuries. He replaced the fuse, and the bed functioned as designed.